Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The customer reported that water from the medical air line entered into the ventilator. The customer also reported that they have deferred repairing the ventilator until the facility repairs the medical air supply. Covidien was not authorized to repair the event.

Manufacturer narrative:
(B)(4).